Event description:
Reportable based on device analysis completed (B)(6) 2013. It was reported that during procedure of a shunt percutaneous transluminal angioplasty, a shaft kinked and difficulty advancing occurred. The 90% stenosed target lesion was located in a shunt in the mildly tortuous unspecified vessel. A 4.00mm/1.5cm/140cm small peripheral cutting balloon flextome monorail was used to treat the target lesion. A non bsc sheath was inserted and during attempt to advance the cutting balloon it was noted that the shaft got kinked and could not be advance any further. Procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed that the midshaft extrusion was broken.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was received in two sections due to a break in the midshaft at the port site. An examination of the break site found that the midshaft was stretched. The break is consistent with excessive tensile force having been applied to the shaft. No kinks were noted along the two sections of the device break. No issues existed with the balloon and the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).